Manufacturer narrative:
Evaluation summary: the analysis showed that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received partially fired and with the cartridge lockout tab bent. The damage to the cartridge lockout tab is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. The instructions for use states, "the firing stroke must be completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device." In addition another cartridge was received inside the bag partially fired and with the spring cartridge lockout damaged. The returned device was found to be non-functional as thr firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components; the left shroud pinion axle support, the yoke and the firing trigger teeth were found damaged. No functional test could be performed.

Event description:
It was reported that during a gastrectomy procedure, the device could not be closed. A like device was used to complete the procedure. There was no adverse patient consequence.